Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not respond to the stylus, however it was additionally noted that a known, good stylus worked as expected and therefore the stylus was replaced. It was further noted that the power cord bay door was broken and the floppy drive would not read disks. The power cord bay door and the floppy drive were replaced and the software was reloaded and updated.

Event description:
It was reported that the programmer would not respond to the stylus touch-pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.